Event description:
It was reported that the procedure was to treat a left anterior descending artery (lad) lesion. A bmw guide wire was advanced into the distal lad, and a non-abbott balloon dilation catheter (bdc) was used for predilation without issue. A second bmw guide wire was advanced into the side branch of the lad and a non-abbott stent implanted without issue. The guide wire was moved into the main branch of the lad, and a second non-abbott stent was implanted without issue. However, the second bmw failed to cross the lesion at the side branch of the lad again. Resistance was also noted during removal. A non-abbott bdc was used in an attempt to remove the guide wire but was unsuccessful. The guide wire became entrapped and fractured, causing vasospasm. Medication was administered, showing that the bmw guide wire had caused damage to one of the non-abbott stents. After multiple attempts, a third bmw guide wire, a hi-torque pilot 50 guide wire, and a hi-torque pilot 150 guide wire failed to cross the lesion due to the damaged stent. A hi-torque pilot 200 guide wire successfully crossed the lesion; however, a second non-abbott bdc failed to cross the lesion. Finally, the patient was hospitalized and coronary artery bypass grafting surgery was performed to remove the damaged stent and entrapped bmw guide wire. There was no clinically significant delay in the procedure. No additional information was provided. Details are listed in the attached article, "a case report of stent damage caused by guide wire impaction during stent implantation in anterior descending bifurcation lesion." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the previously deployed non-abbott stent in the side branch of the lad resulted in the reported failure to advance. Interaction/manipulation in attempts to remove the guide wire resulted in the reported entrapment of device, the reported stent damage and ultimately resulted in the reported material separation. As reported, medication was administered, showing that the bmw guide wire had caused damage to one of the non-abbott stents. The patient was hospitalized and coronary artery bypass grafting surgery was performed to remove the damaged stent and entrapped bmw guide wire. The reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported vasoconstriction, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled, "a case report of stent damage caused by guide wire impaction during stent implantation in anterior descending bifurcation lesion."